Event description:
It was reported that during a gastric bypass procedure, the surgeon opened the new device for the first 6 rows blue firing, positioned the tissue and did the firing in the correct time and position. The sound of the stapler was different and was very strange. The device didn't close properly and the tissue showed that the staples were not formed correctly. Another device was opened to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 07/07/2009. Information anticipated, but unavailable at this time.